Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-3008829311-2017-00609. It was reported that during an implantable neurostimulator (ins) revision (MFR report number: 3008829311-2017-00610), the physician noted that the patient's lead had migrated. As a result, the patients drg system was explanted.